Event description:
Patient reported infusion device displayed an e1 (cartridge empty) error message. Patient stated he could not confirm the error message. Patient reported he is also not able to insert a new insulin cartridge and the issue has never occurred before. Patient is unable to confirm the error message, but all buttons are working at the time of the report. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint can be verified. Result e1 was found in the history file. The analysis of the insulin pump showed, that the up and enter button must have been temporarily active. A short-circuit in the connector of the button flexprint led to the problem, caused by a conductive particle in the connector. This source led to a temporarily activated button. Due to the temporarily activated buttons the insulin pump couldn't be controlled by the user.